Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high capture thresholds of 5.75 v, low sensing thresholds of 4.5 mv, and <200 ohms lead impedance.